Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a prolapse repair procedure (date unknown) that went fine. During a follow-up appointment (date unknown), as the physician was examining the patient, he palpated 1mm of mesh extrusion through the vagina. Reportedly, no medical intervention is required because the patient is asymptomatic.

Manufacturer narrative:
(B)(6).